Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that since receiving the pump, the touchscreen takes longer than expected to respond to presses. Reportedly, at times the touchscreen would respond to the first input and other times would need to be pressed 2 to 3 times before responding. Customer's blood glucose level was 196 mg/dl. Reportedly, the customer would continue to use the pump for insulin therapy.